Event description:
During an unrelated procedure, noise resulting in oversensing was observed on the right atrial (ra) lead. Insulation damage of the ra lead was suspected, but was not confirmed. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.